Manufacturer narrative:
Not available for reporting. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2018, the patient underwent a hardware removal of a trochanteric femoral nail-advanced (tfna) nail, one (1) helical blade, and two (2) distal locking screws. The patient was implanted with the tfna nail, blade and locking screws on an unknown date. Subsequently, it was noticed that the nail was broken at the proximal end of the distal locking screws. Apart from this, it was noted that there was a non-union and femur fracture. When the patient returned to the operating room, the nail was explanted without incident and an external fixation device was placed to clear the infection. Patient or surgical outcome were not provided. This is report 3 of 3 for (B)(4).

Event description:
It was further reported that the alleged malfunction of the broken nail was discovered via x-ray on an unknown date.

Manufacturer narrative:
Updated event description for unknown x-rays. Updated for reported unknown x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate